Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reports: this pump is giving a red warning error immediately on boot. No pt harm or infusion issues. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for valve 1 actuation failure. During investigation, upon starting up the pump, the device would alarm out. Review of the log files confirms a valve 1 actuation failure. An external investigation of the pump showed the rear housing to have excessive scrapes and scratches and will need to be replaced. An internal investigation found the retaining plate for the lever boot to be cracked, no additional damage was identified.

Manufacturer narrative:
Corrected section d to match gudid.